Event description:
Opening the package of the echotip procore needle - it was observed that the stylett had fallen off the handle of the device at the site the needle would be inserted into.device #1is this a laboratory device or laboratory test?no.